Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 420 mg/dl. Customer treated with manual injection. Customer stated insulin pump had insulin flow block alarm. Customer stated that they change the infusion set and reservoir, and the alarm occurred again. Caller stated that they changed it for a second time, and the alarm was not occurred again. Customer declined troubleshooting for high blood glucose. Customer also reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 180 mg/dl and sensor glucose was 50 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 80 mg/dl. The device will not be returned for analysis.